Event description:
The customer returned the high flow insufflation unit, which is an olympus asset with no reported complaint. During the evaluation of the device, the electropneumatic proportional valve unit was found to be crushed, and gas leakage from the secondary piping was observed. The service center indicated that the most likely cause of the gas leakage from the secondary piping was due to the crushed electropneumatic proportional valve unit. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: gas leakage from the secondary piping is found due to electropneumatic proportional valve unit was crushed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.